Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, the device's blower will not calibrate. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes.

Manufacturer narrative:
H3 other text : third-party service center.

Event description:
A ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, the device's blower will not calibrate. The device is being evaluated by a third-party field service engineer; however, the investigation is not yet complete. A follow up report will be filed upon the completion of the investigation.